Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. No motor error or no delivery alarm noted. And the passed the motor test. No rewind anomaly noted. The insulin pump passed rewind, basic occlusion and displacement tests. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked case at the reservoir tube window corners and missing the end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the prime process while the customer was putting insulin in her insulin pump. The customer's blood glucose was 250 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.